Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was hospitalized on (B)(6) 2016 for the hernia event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. It was unknown whether the patient was diagnosed with the hernia before or after the start of apd therapy. The patient was hospitalized for the hernia event and underwent hernia repair surgery. The cause and location of the hernia were unknown. It was unknown if the hernia worsened with therapy. At the time of this report, the patient was discharged from the hospital and was recovering from the hernia. Apd therapy was ongoing. No additional information is available.